Event description:
It was reported that an external blood leak was observed from the "tubing around the blood pump" during use of a prismaflex set for continuous renal replacement therapy. The volume of blood loss was unknown. The set leaked after 78-80 hours of treatment. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.